Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance from support, confirmed error message did not reappear, and successfully started new sensor session.